Manufacturer narrative:
Last calibration was performed on (B)(6) 2023 and was acceptable. Qc was performed and was acceptable. No indication for a performance issue of reagent. The alarm trace showed multiple abnormal aspiration alarms noted on the date of the event near the time sample was processed. The field service engineer requested the customer to perform the maintenance items such as liquid flow cleaning and measuring cell preparation. The customer performed the maintenance and then repeated the qc and the calibration where they were acceptable. Precisions studies were performed and they were within specifications. The customer stated that the instrument was fully operational for successfully testing patients' samples. The service actions done resolved the issue.

Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 73 patients' samples tested with vitamin d assay on cobas e 801 module serial number (B)(6) (line 3) compared to a different cobas e 801 module (line 1). Discrepant results for 1 patient's sample was provided. This medwatch will apply to the vitamin d assay tested on line 3. Please refer to the medwatch with a1. Patient identifier pt-82119 for information related to the vitamin d assay tested on line 1. Initial result: 103 ng/ml (tested on line 1). Repeat result: 64 ng/ml (tested on line 3). The customer was not sure which result was correct and reported the initial result of 103 ng/ml outside the laboratory.